Event description:
Pump thrombosis who presents with dark urine, turning dark brown this afternoon as well as increased fluctuating power levels on his lvad device. Increase in his lvad power from a typical range of 7.5-8.0 up to 9.0-11.5. Patient was moved to ICU yesterday.